Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 31 mm amplatzer amulet (acp2) and a 14f amplatzer torqvue 45x45 delivery sheath were selected for use in a left atrial appendage occlusion procedure. During the procedure, the patient developed cardiac arrest and the physician elected to remove the delivery system with the acp2 and to abandon the procedure to allow the patient to undergo further evaluation. The suspected cause of the cardiac arrest was a thrombus in the coronary system. In addition to CPR, the patient was treated with thrombolytic drugs. The patient was reported to be in stable condition.